Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. No anomaly was detected.

Event description:
Additional information was received indicating the device was replaced due to normal elective replacement indicator (eri). Premature battery depletion was not observed and there was no alleged malfunction of the device.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on 11 october 2016. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, premature battery depletion was observed. The device was explanted and replaced to resolve the event and the patient was in stable condition.